Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported he bumped his therapy up to 3.2 v which helped his urinary symptoms but caused bowel incontinence. The patient stated he saw a gastroenterologist and has tried antibiotics but hasn't been diagnosed with anything. The patient stated he tried decreasing stimulation to 2.7 v and the bowel incontinence got better. The patient stated he definitely had that for urinary issues. The patient stated he wanted to try to further decrease stimulation and monitor symptoms. The patient stated the bowel incontinence began in (B)(6) 2016. The patient was redirected to hcp if bowel issues persist. The patient emphasized that this was not a complaint; he thinks very highly of his hcp and was getting symptom relief for urinary issues. The patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.